Event description:
It was reported that the blood does not return in the device despite being in the vein. The incident occurred during the intervention. There was patient involvement.

Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.